Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2009. The patient was fine for about three weeks, then started having severe itching and pain. The patient saw the surgeon at that time and he stated to keep using the vaginal creme. After that the patient could see her urethra had "detached" and she is now in constant pain. Her bladder is prolapsing, and her tissues in the vaginal area are fusing together. The patient is going for a second opinion.

Manufacturer narrative:
Detached urethra - pain occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.